Event description:
The g-tube was in place for unk amount of time. The catheter was removed from the pt and the dome separated from the shaft of the tube. Using a endoscope the dome was removed and replaced with another unk product.